Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI #: (B)(4). The event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. After a valve is implanted, the patient is weaned from cardiopulmonary bypass (cpb). First, the heart is warmed, the cross clamp is released and the heart is allowed to spontaneously beat. Then, the heart is allowed to fill gradually as cpb support is decreased. During this time a tee is routinely performed to check valve function. If the valve is functioning normally, bypass will be discontinued and the aortic/venous cannulae are removed. There may be cases in which regurgitation is detected by tee prior to the completion of the surgical case and exchange of the valve is required. Explantation of one valve and implantation of another valve may result in complications. In this case, it was reported that the patient underwent a bentall procedure at some point during the surgery. There was no reported malfunction of the device. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the reported issue. The subject device was not returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a 21mm edwards pericardial aortic valve was explanted at implant due to unknown reasons and replaced with a 23mm edwards pericardial aortic valve. The patient left the operating room alive. It was reported somewhere along the line surgeon had to do a "bental" or at least a root replacement. No other details were provided.